Manufacturer narrative:
This was initially reported on the summary report dated 12/23/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced unspecified injury. The mesh remains implanted. Furthermore, it was reported that the plaintiff died. The causes of death were reported as anoxic brain injury, cardiopulmonary arrest and pneumonia.